Event description:
According to the reporter, during a gastric sleeve laparoscopy, the stapler used fired just up until the end and then stopped, with approximately 1cm of the reload unfired distally. There was no tissue locked on the handpiece. A new reload was used to resolve the issue while using the same handle. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.